Manufacturer narrative:
The product investigational analysis completed 4/22/2020. The device was visually inspected and reddish material was found inside the pebax sleeve. During the second visual, a hole was found in the pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient [age] yo, [gender], underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation (st) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially it was reported that abnormal values for contact force values were observed on the st catheter. Additionally, 6102 electronic programmable memory (eeprom) data error was observed on the soundstar catheter. The soundstar catheter was reconnected, but the issue persisted. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force issue and eeprom data errors have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi pal received the device for evaluation and on 4/27/2020, found a hole in the pebax with reddish material inside. The observed hole in the pebax has been assessed as an MDR reportable malfunction. The awareness date has been reset to 4/27/2020.